Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level had been in the 400-500 mg/dl range. The customer changed the supplies on the pump and insulin injections were used to address the bg level. During review of the pump history, it was noted that a button alarm had occurred. Tandem technical support reviewed the button alarm with the customer. There was no reported device malfunction with the button alarm.